Manufacturer narrative:
Details of complaint: the customer reported that the central nurses station (cns) froze while monitoring patients and would not power on when they tried rebooting it. They could hear the fan running; however, nothing was displaying. No patient harm was reported. Investigation summary: the issue was duplicated during evaluation. The motherboard was found to be defective and was replaced to resolve the issue. The hdds were also replaced due to age. Upon the return of the device, the customer had issues setting up the unit. They were unable to bring the screens online while using a kvm solution. However, since the remote displays were secondary and non-critical, the customer asked ts to guide them in connecting the displays to the cns directly, by passing the kvm solution as a workaround. This was accomplished, and normal monitoring resumed. The customer was to send in pictures of their cabling and kvm solution for further troubleshooting, but they did not respond to follow-up attempts. No further investigation required. Attempt #1 04/22/2025 emailed the customer for the kvm solution under the no information list. No reply was received. Attempt #2 04/29/2025 emailed the customer for the kvm solution under the no information list. No reply was received. Attempt #3 05/05/2025 emailed the customer for the kvm solution under the no information list. No reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: transmitter: model #: zm-530pa. Serial #: (B)(6). Device manufacturer data: 06/04/2019 (june 4, 2019). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Kvm solution: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: not returned. Additional information: b4 date of this report d10 concomitant medical products and therapy dates , g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h3 device evaluated by manufacturer, h6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The customer reported that the central nurses station (cns) froze while monitoring patients and would not power on when they tried rebooting it. No patient harm was reported.

Event description:
The customer reported that the central nurses station (cns) froze while monitoring patients and would not power on when they tried rebooting it. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurses station (cns) froze while monitoring patients and would not power on when they tried rebooting it. They could hear the fan running; however, nothing was displaying. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: transmitter: model #: zm-530pa, serial #: (B)(6), device manufacturer data: 06/04/2019 (june 4, 2019), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned.